Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling procedure in 2011 and the mesh was implanted. After the surgery, the patient experienced unexplained vaginal discomfort, infections and utis over 9 years. Pain from (B)(6) 2019 was stabbing from the inside and it was at the exact area to the right side where the mesh was implanted in 2011. The pain increased when walking too fast or too far and when doing exercise. It was also reported that the patient has been desk bound since (B)(6) 2019. The device was fully removed on (B)(6) 2020. No further information is available.